Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced recurring infection, difficulty voiding and has undergone additional surgery.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced incomplete bladder emptying requiring transvaginal urethrolysis, urethroscopy, and excision of her sling; anterior vaginal wall relaxation, weakened urethral epithelium, chronic recurrent urinary tract infections, chronic interstitial cystitis, some recurrent stress incontinence, dysuria, bladder tenderness and pain, suprapubic pain, low back pain, urinary frequency, urinary urgency, kidney infection, trouble urinating, inflammation around the mesh area, urinary/voiding dysfunction, urinary hesitancy, hematuria, symptoms of urethral obstruction, and urinary retention requiring self-catheterization.